Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the account reported that the patient underwent a pump exchange. A specific cause for the pump exchange was not provided. Despite multiple requests, no further information was provided, and the ventricular assist device (vad) was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) list all possible adverse events that may be associated with the use of the hmii lvas. No device related issues were reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through patient product that the patient underwent pump exchange on (B)(6) 2020, from hm ii ((B)(4)) to hm ii ((B)(4)). No further information was provided.